Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl and glucose tablets were consumed. Paramedics were called and monitored customer's bg. Customer did not know cause of low bg and declined to upload pump data for review. As tandem technical support was not contacted at the time of the event, a cause could not be determined.